Event description:
The pt obtained 1 g/l and 0.9 g/l readings with his ibgstar which were inconsistent with his symptoms of hypoglycemia.

Manufacturer narrative:
The device has note been returned to the MFR. The device returned to the distributor where their analysis determined there was no fault found with the meter. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited information provided.